Event description:
A mitral valve replacement was performed in 2005, along with an aortic valve replacement and a maze procedure. After consideration of the valve size a 25mm mosaic valve was implanted using non-everting technique with pledgetted mattress, stitched on the left ventricular side. In the early post-operative period, a paravalvular leak at the posterior commissure and a transvalvular leak were noted in the mitral area. The pt was released from the hosp the following month, was later re-admitted for hemolytic anemia, and since then has been seen regularly for follow-up. Due to an increase in mitral regurgitation, along with increasing ldh values and decreasing hemoglobin values, a re-operation was performed 7 months later. During the re-operation, the surgeon visualized dehiscence of the stitches holding the mosaic suture ring to the pt annulus at several locations. Additionally, the stent of the explanted valve was found to be distorted. No further pt complications have been reported.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of the event cannot be determined. Analysis: info received with the valve indicates that the regurgitation was determined to be caused by partial dehiscence of the sewing ring. Gross analysis of the returned product shows that the regurgitation may have also been due in part to distortion of the stent and outward bending of the left right commissure post, which caused the non-coronary cusp outflow point of coaptation to be on the same plane as the right and left cusp inflow coaptive ridges. The leaflets are flexible. Small tears are present in the right and left cusp free margins and lunulae. Radiography shows no evidence of mineralization in the valve. Conclusion: we are unable to determine the exact cause of the dehiscence or the distortion of the valve. There has been no report of further pt complications.